Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 370 mg/dl and the bg level was addressed with a bolus via the pump. Tandem technical support had the customer perform a system check and the occlusion was found in the infusion set tubing. The customer changed the infusion set tubing and insulin delivery was resumed.